Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6) not booting up was unable to be confirmed through this analysis. No log files were provided, and while the product was returned to the european distribution center (edc) for evaluation/repair, the edc stated that the product was inadvertently scrapped before service. The root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 3 ¿powering the system¿) and the heartmate 3 lvas instructions for use (section 3 ¿powering the system¿) instructs users on how to properly power on the mpu. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) did not boot up. The unit was removed from the site.